Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump powered off without user input during use. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. The device was found to be within specification during testing. A service history review was performed and revealed that the device has no previous service events. Therefore, servicing did not cause or contribute to the reported event. The reported condition 'turn off'' was not verified. An "improper shutdown!" Message indicates that all power was lost from the pump however the log cannot be used to determine if the power was manually disconnected or the shutdown without user input. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.